Event description:
The service report shows that while the nellcor puritan-bennett customer support engineer (npb cse) was performing an unrelated service, the npb cse found that the power disconnect alarm would not function. The hosp biomed reported that he replaced the batteries for low voltage readings. The replacement batteries had a lower voltage reading that the originals. The npb cse verified the low battery condition and replaced the batteries. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.